Event description:
It was reported to boston scientific corporation that six weeks following an anterior/posterior pelvic floor repair procedure performed in 2009, using a pinnacle anterior/apical pfr kit and an obtryx sling, the patient presented with a one-centimeter by one-centimeter vaginal erosion of the pinnacle mesh near the vaginal apex. The physician trimmed the mesh and reapproximated the mucosa in the office. The patient is not reporting any symptoms, and is "doing fine other than the exposure which appears not to be symptomatic."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.